Event description:
Caller reported an alarm related to an occlusion issue, but there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to disconnect the tubing, adjust a component, and administer a specific dose to address the issue. The customer also reported a cartridge alarm, leading technical support to replace the pump. Reportedly, the customer continued to use the pump for insulin therapy.